Event description:
A power source alert was reported by the caller, who experienced an alert while using a tandem charging cable and wall adaptor. There was no adverse impact to the customer's blood glucose level. The customer initially tried different sockets, cord and adaptors, but the issue resolved itself when the customer¿s partner noticed that the pump was fully charged shortly thereafter.